Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. The subject device was not returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.". Addendum: this is an addendum to the initial MDR submitted, to document the sample evaluation results. Evaluation of the sample finds the device as received is out of sync, tack set is out from use as seen by a fastener falling out during the decontamination process. This most likely resulted in the failure to fixate reported. Once the first two fasteners were deployed the device went back into sync and deployed with no issues. While a definitive root cause cannot be determined the most likely cause for the tack setback to go out of sync during use is the result of event occurring during user/ device interface. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic incisional hernia repair procedure, the surgeon tried to fixate a non-bard/bd mesh using a sorbafix enhanced fixation device. No fasteners successfully fixated the mesh and the surgeon stopped trying after the 5th attempt. The loose fasteners were removed from the patient body. There was no harm/injury to patient.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. The subject device was not returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic incisional hernia repair procedure, the surgeon tried to fixate a non-bard/bd mesh using a sorbafix enhanced fixation device. No fasteners successfully fixated the mesh and the surgeon stopped trying after the 5th attempt. The loose fasteners were removed from the patient body. There was no harm/injury to patient.